Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.